Manufacturer narrative:
Correction: please refer to d9/h3 - device was not returned. The reported event was not confirmed. Since the device was not returned for evaluation and no other evidences were provided. The review of manufacturing documents revealed no deviation in the manufacturing process. Required material properties had been confirmed prior to manufacturing. No nc/CAPA had been filed for the item in question. Potential implant breakage had been considered in the risk management file with appropriate values not having been exceeded by this case. The labelling already informs about that a temporary implant requires sufficient bone consolidation in order to relieve the nail during the implantation period. The labelling also points out potential reasons for insufficient bone healing ¿ e.g. But not limited to osteoporosis and / or diabetes and points out that an intra-operatively damaged implant is at risk for breakage. The labelling points out that product damage must be avoided. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented a gamma3 long nail had allegedly broken after an implantation period of allegedly 3 months. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. With available information a deficiency of the device could not be verified. A root cause could not be determined.

Event description:
The customer reported that the gamma nail which had been implanted on (B)(6) failed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the gamma nail which had been implanted on 7th january failed.